Event description:
User receiving discrepant results for toxoplasmosis lgm when comparing 3 different methods. The following examples were provided: sample 1, initial result negative, repeat with 2 additional methodologies was positive. Sample 2, initial result negative, repeat with 2 additional methods was positive with one method and negative with the second method. If additional information is received, appropriate notification will be provided.